Event description:
It was reported the catheter was being placed into the patient's internal jugular in the emergency department. As the physician was removing the guide wire, the wire broke and unraveled. He was able to remove all the wire but had to remove the catheter at the same time. The physician successfully removed the entire wire without surgical intervention. A new kit was opened and the catheter was placed successfully. They do not know if this caused a delay in treatment and there was no patient harm. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.